Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and avaulta solo anterior were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah, anterior-posterior colporrhaphy and enterocele repair, prolene mesh augmentation of anterior colporrhaphy and b/l sacrospinous vaginal vault suspension due to symptomatic uterine prolapse, symptomatic cystourethrocele, rectocele, enterocele and sui.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2008 for vaginal mesh exposure/erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, urinary urgency, frequency, and incontinence.